Event description:
During implantation there was no capture. A new lead was used and the implantation proceeded normally. No side-effects were mentioned for the patient during and after the implant.

Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.